Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, refractile pinpoint area noted central to haptic. Also stated physician would monitor the patient. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).